Event description:
The customer reported the right workstation monitor goes blank and will not come back on without reboot. No reports of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor cable assy was replaced. The system was found to be working as intended, and put back into service.